Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to migration of electrode. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 11, 2024.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02475.